Event description:
The extension tubing disconnected from the winged portion of the unit. The tubing disconnected quite rapidly after insertion into the vein and during fixation of the device to the patient's skin.

Manufacturer narrative:
This incident is currently under investigation. A supplemental report will be submitted upon completion of the investigation.